Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation at this time.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, while the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv), the surgeon was not able to move the monopolar curved scissors (mcs) instrument's wrist properly. The movements of the instrument did scale with the surgeon's control but chaotic and not in the intended direction. There were no delays/lag during the movements. No frictions or collisions were observed during the procedure. The surgical staff observed that the cords were broken after the mcs tip cover accessory was removed from the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument's grip cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.

Event description:
Refer to h11 for follow-up information.